Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: gmrs dist fem comp std l 65mm; cat# 64952030; lot# lns2d, tri cemented stem 12mmx50mm; cat# 5560-s-112; lot# 0114814d, gmrs extension piece 40mm; cat# 64956040; lot# l7e2t, mrhk tibial sleeve; cat# 64812140; lot# lkm984, mrh tib rot comp xs-xl; cat# 64812100; lot# 179104a, mrh axle; cat# 64812120; lot# ctd62970, mrhk femoral bushing; cat# 64812110; lot# lkm967, mrhk bumper insert 3 degrees; cat# 64812133; lot# lkt512, mrh tibial b/plt keel med 2; cat# 64813112; lot# l3y3a, triathlon sym cone aug sz e; cat# 5549-a-150; lot# t1hy1, mrs fem stem w/o body 13x127mm; cat# 64853113; lot# 239029d. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The patient had an index left tka outside of cors scope. The patient developed pji (periprosthetic joint infection) in the left knee and underwent revision with a gmrs system for pji with all components exchanged on september 21st, 2021 (then included into cors). The patient developed again pji and was revised with femur and all rotating hinge components exchanged on (B)(6), 2021.